Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed, c-cover has a stain. In addition, the following reportable malfunctions were identified during the device evaluation: bending section cover has stain. Air water-cylinder (tube) has foreign objects; air water-tube has foreign objects. Based on the results of the investigation, olympus confirmed foreign material on the device, but the type of the material or root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the distal end of the gastrointestinal videoscope was dirty. This issue was identified during reprocessing. There were no reports of patient harm.